Event description:
The customer reported the ventilator alarmed with over voltage protection error. The customer reported the device was not in use on a patient.

Manufacturer narrative:
Date of report: 09/06/2018. Date received by manufacturer: 06/13/2018. Failure analysis on the returned motor controller (mc) board shows that the motor controller (mc) printed circuit board assembly was tested and no failures were identified. Correction: (method, conclusion codes).